Event description:
It was reported that cartridge alarm 30 occurred and that caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with loading new cartridge using proper loading steps, confirmed that insulin delivery was successfully resumed, and arranged for pump replacement; original cartridge lot information was not available.